Event description:
It was reported that the user attempted a supply change and inserted an infusion set without removing the adhesive backing, resulting in the infusion set not adhering and insulin delivery not initiating until a replacement infusion set was inserted with agent assistance. Symptoms included no change in blood glucose. Outcomes included no injury and no medical intervention beyond troubleshooting education. Investigation included user interview and troubleshooting with education on correct infusion set deployment. Investigation of this case revealed user handling error leading to incorrect infusion set deployment, with the device hardware and software functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.